Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(4). These cannulae are used to divert large volumes of blood from the heart to the cardiopulmonary bypass machine during cardiac surgery procedures. If not detected prior to use, the bypass machine may alarm for decreased flow. A partial or complete separation will require exchange of the cannula, temporary interruption of bypass, and in a worst case scenario retrieval of the device fragment. Depending on the location of the fracture/separation, it may also result in significant blood loss. The instructions for use (IFU) warns, ¿attach and manipulate cannula in such a manner as to prevent kinks or any restrictions that may compromise product performance.¿ additionally, users are directed to, ¿visually examine the quickdraw venous cannula, introducer(s), and components. Do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open". The subject is not available to be returned for evaluation as it was discarded. Therefore, the reported event cannot be confirmed. The root cause of this event cannot be determined at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that after cannulation and upon connecting to a bypass circuit integrated connector, the qd22 came apart from the cannula body. The surgeon used zip ties to secure the device so it wouldn't come loose and avoid having to re-cannulate the patient. The doctor is reported to have extensive experience with the device.